Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) displayed an "air trap" alarm was confirmed in the event log data but not confirmed during functional testing. The reported alarm was not replicated during testing, and the thermogard console functioned as intended. The root cause of the alarms observed by the customer was most likely caused by excessive condensation on the air trap chamber during the cooling phase of the treatment. Visual inspection of the thermogard console showed no physical damages or anomalies. The system's event log showed multiple "alarm_air_trap_warning" (1.5) occurred on the reported event date, confirming the customer's reported complaint. This alarm indicates that the air trap sensors could not accurately read the liquid level inside the air trap chamber due to the excessive condensation on the surface of the chamber during cooling. The thermogard console passed initial functional testing without any fault or error. The air trap sensor block recognized the filled air trap simulator, and the thermogard console successfully passed subsequent tests. However, as a precautionary measure, the air trap sensor block board was replaced. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(6).

Event description:
The customer reported that during the ivtm therapy the thermogard console (sn (B)(6)) displayed multiple times the "air trap" alerts. The customer stated that the alarms must have happened due to condensation on the console's air trap chamber. The customer elected not to use the console due to the condensation issue. The patient's status information was requested but the customer did not provide a response.